Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod. It was also reported that the pink slide did not move forward. Symptoms reported include hyperglycemia and went into a coma. The patient was treated with and IV(intravenous) fluids and insulin. The patient was released five days later. The pod was not worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.